Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, noise reversion and mode switch episodes due to atrial lead noise were observed. The noise could be reproduced in clinic. The patient did not experience any symptoms during the noise episodes. The physician elected to take no action at this time; the patient would continue to be monitored.